Event description:
It was reported that the lead exhibited low impedance and insulation anomaly.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: final analysis was that lead kinked at 16.5 cm from connector pin. Damage was noted on the inner insulation near the kink. This was the cause for customer complaint of low lead impedance.